Event description:
Patient presented back to the physician with redness and swelling of the neck extending down to the chest incision site. An infection was confirmed. Physician brought the patient into the operating room, and upon surgical exploration, purulent fluid was observed in the neck and chest pockets. Physician removed the entire inspire system, and prescribed postoperative antibiotics.

Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, exposing the stimulation lead. Physician closed the incision in the clinic and prescribed a 10-day course of antibiotics.